Event description:
During a coronary drug eluting stenting treatment procedure the stent was damaged. The physician advanced a 3.00x2.00mm taxus liberte drug eluting stent to a calcified lesion in a tortuous vessel when it was noticed that the stent had broken. It was reported that "the stent broke due to the maneuvers." The procedure was not completed. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.